Manufacturer narrative:
The patient remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3.5 years post-implant, it was reported that the patient experienced low speed hazard alarms. The patient's system controller log file history indicated that the rpm's were below the low speed limit when the patient was connected to her power module. X-rays of the proximal and distal portion of the percutaneous lead were requested.